Event description:
It was reported that the customer had high blood glucose levels over 600mg/dl. It was also reported that the customer received a no delivery alarm. It was also reported that the customer had a bent cannula. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.